Event description:
Boston scientific crm received info that during an implant procedure, this right ventricular (rv) lead was suspected of possibly having perforated the pt's heart. On the fluoroscopic image, the rv lead appeared to be positioned much lower than previously observed. The lead was repositioned with good measurements, and the pt's blood pressure remained steady post implant. At this time the product remains in service.